Event description:
This was a left-sided lead extraction conducted in the ep lab to remove a recalled, functional lead ((B)(4)). The patient was prepped with an arterial line, blood products in the room, cvs available, fluoroscopy was in use and tte was available. The mdt fidelis 6949 was cut and prepped with the cook liberator and lasing began with the 14f glidelight (without teflon sheath). During the lasing process there was mild resistance noted at the proximal coil, but otherwise progressed smoothly (total lasing time was 37 seconds). After successfully extracting the mdt 6949 and removing the 14f glidelight a slight drop in the patient's blood pressure was noted (began in the high 90's declining to mid/low 90's). A long implant sheath was used to implant the new rv lead. Approximately 5-6 minutes after implanting the new lead and doing some testing the patient's pressure declined (upper 40's) and did not recover. Tee was performed and an effusion noted. The cvs was called into the room and approximately 600 - 700mls of fluid was extracted via a pericardiocentesis (approximately 7 minutes after pressure decline). The patient was transferred to the or for an open chest repair (approximately 15 minutes after first pressure decline). The cvs performed a sternotomy and two tears (one was 6cm, the other was 3cm) spanning from the mid-innominate through the svc down to above the right atrium were noted and successfully repaired. After the repair was complete the cvs noted the tear was along the course of the proximal shock coil of the dual coil fidelis. The cvs stated it appeared as though the mdt 6949 had grown into the vessel wall due to heavy scarring on both sides of the tears. The patient was stabilized and transferred to the ICU for recovery. As of (B)(6) 2012, the patient was reported to have been recovering well. No devices were retained for return as they were disposed of after use. An internal lhr review revealed no issues or nonconformances.

Manufacturer narrative:
Device was disposed of after use.